Event description:
Tap. It was reported that 221 days after implantation of a 3.0x8 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery (rca). A pre-intervention stenosis percentage was not reported. The lesion was balloon dilated and a 3.00x5 mm taxus stent was deployed in the lesion. Post-intervention stenosis percentage was not reported. No information was reported on the tortuosity or calcification of the vessel. The patient received heparin and integrilin during the procedure. No information was received concerning patient complications. The patient presented 221 days later with an in-stent restenosis in mid rca. A pre-intervention restenosis percentage was not reported. After balloon dilation of the lesion, a 3.00x12mm taxus stent was deployed inside the previously placed 3.00x8mm taxus sent. A post-intervention restenosis percentage was not reported. The patient was reported to be doing well and had not experienced any further complications.